Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked. Unrelated to the housing issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly a cracked was observed in the battery compartment. Patient stated that the crack developed about 2 weeks ago and was able to continue to use the pump. Patient denied that there was power loss, damage with the battery cap, evidence of moisture/corrosion in the battery compartment or behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.